Event description:
Report received of a non-delivery of IV fluids with no pump alarm. It was reported that at 1630 on the day of the event the pump display indicated that 29.5ml had been infused when the bag was still full. There were no drops in the drip chamber and no fluid was being delivered. The infusion was calcium gluconate at 70ml/hr (conc unknown), which was started 20 minutes prior to it being noticed that there was no fluid being delivered. The pump was turned off and the door was opened. The tubing was observed to be improperly loaded and the slid clamp was completely open. The tubing was re-loaded into the pump and the infusion was resumed without further reported event. The rn that started the infusion was re-educated on proper loading of the tubing. The pump remained in clinical service as it was identified that the problem was improperly loaded tubing. Seven days later, the same pt was receiving calcium gluconate through a cvvh machine at 70ml/hr with the same pump. At 1900, the pt's blood pressure started to drop. The nurse noted that the "pump was running because the green flow drop in the front was flashing". The nurse did not check to see if there were drops in the drip chamber. There were no reported pump alarms. At 2200, the pt's blood pressure dropped further to an unspecified level. The rn noted that the IV bag with the calcium gluconate appeared to be full. The pump was removed from clinical service and the IV tubing was left in the pump. There was no reported adverse event.